Event description:
I had a plate and screws put in my neck after replacement of two discs. I have been extremely sick and hurt since then. No one has been able to offer any explanation. I am still trying to get this plate out of my neck. And results and data for people to look at but I do not have the ability to enter in this crazy form. Please feel free to contact me. (B)(6). FDA safety report ID# (B)(4).